Event description:
05/15/1997. A call was rec'd stating, the a1059 skull clamp slipped lacerating a pt. Co has had several lacerations. One was last wednesday (7th) and was thought to user error, but co had one yesterday (14th) and ended up with a nasty tear. They fought with the clamp and it was slipping, not holding, and caused a pt laceration. The pt was prone and while lifting the head up, the lock (swivel did not hold and the clamp rotated and hit the pt in the nose, this happened twice, the laceration took place later. Did not feel there were post operative complications that could be attributed to the slip.